Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Pt underwent an l3-l5 laminectomy; revision l4-l5 laminectomy; left l3 and l4 nerve rot exploration; revision l3-l5 posterolateral fusion on (B)(6) 2005. During the procedure, the screw could not be removed. The l3 to l5 levels were identified and uss pedicle screws were inserted on the left side. The left l5 screw failed to advance in sclerotic bone and could not be removed. The screw cap was removed and pedicle palpation from within the spinal canal demonstrated all screws were within the spinal canal. Additionally an l3-l4 laminectomy revision was performed. Tranforaminal interbody fusions at l3-l4 and l4-l5 were performed by a left sided approach. The screw positions were checked with image intensification and a cross link was applied. Postlateral bone graft was inserted between l3 and l5. Histopathology was sent to the lab.